Event description:
N/a.

Manufacturer narrative:
The iab was returned with the catheter tubing cut 11.4cm from the y-fitting. The cut portion of the catheter was not returned. Blood was observed on the exterior of the catheter. Two kinks were observed on the catheter tubing approximately 0.5cm and 2.3cm from the y-fitting. The extender and pressure tubing were also returned. An underwater leak test of the catheter, y-fitting, extracorporeal, extender, and pressure tubing was performed and no leaks were detected. The reported alarm cannot be confirmed by the evaluation. The iab was unable to be placed on the pump due to the returned condition of the device. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
Occupation - assistant manager. Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the patient was brought into surgery during intra-aortic balloon (iab) therapy. Therapy was stopped and restarted after the surgery, but the console generated a gas loss in iab circuit alarm upon restarting. The customer admitted that the chest was still open at that time and was not sure whether the tubings were connected. The surgeon had replaced the iab and used a different console. The patient was sent to the ICU without further issue. There was no patient harm or adverse event reported.